Event description:
Nebulizer stopped working.

Manufacturer narrative:
It was reported that nebulizer is used three times a day and stopped working. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.